Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.